Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the left main with the use of a non-abbott device. The graftmaster was advanced but could not pass a bend [corner] in the vessel and was not deployed. It was noted that the vessel was 2.5 mm and the perforation sealed spontaneously after prolonged inflation. There was some noted left main disruption with the graftmaster. There was no reported adverse patient sequela. Post procedure the patient was discharged to home in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information.